Manufacturer narrative:
Evaluation summary: the defect parts have been replaced. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Ift collapsed at 150 cm. Operation channel buckled at 150 cm, leaky. Complete water damage this event occurred at the time of during inspection. There was no report of patient harm.